Event description:
On (B)(6) 2011 olympus biotech pvg learned of an adverse event in the literature (o'heireamhoin et al, 'the use of bone morphogenic protein 7 in fracture non unions', published in orthopaedic surgery, 2011, vol 3, no. 1, p 40-44). In the paper the authors describe a female pt (demographics unk) who failed to progress to union after receiving bmp-7 for a diaphyseal tibial non union. The pt died 'of unrelated causes' seven months postoperatively. The authors noted that evidence of union had not been documented at the pts last review, which took place four months postoperatively. Additional info will be requested from the corresponding author.